Event description:
It was reported that the customer needed assistance with programming. Customer stated that the last pump was not sending information to carelink and it was replaced. Customer wants the replacement pump to be programmed correctly. Customer stated that he has not been hearing the alarms while he sleeps and the pump went into threshold suspend. Customer ended up with a blood glucose level over 500 mg/dl. Customer bolused two times with the old pump. Customer also treated with an insulin pen and his blood glucose level went down to 283 mg/dl. Customer was advised that the pump was ready for use and that the software has been updated. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.